Event description:
Account alleged that with the brake applied, the bed will move four to six inches when someone pushes or leans on the bed. Account alleged that the tires do not roll, however, the shaft for the casters will turn which causes the bed to shift. Account stated that there were no injuries.

Manufacturer narrative:
Account states that the beds have the hard black plastic wheels. Tech suggested that account try installing a different type of caster. Supplied account with part numbers for casters. Repair unk, hill-rom attempted to contact the account for resolution and was unsuccessful. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.